Event description:
It was reported that the patient had presented for a generator change procedure. During the procedure, it was noted that the chronic right atrial (ra) lead and the chronic right ventricular (rv) lead exhibited high capture thresholds. The physician decided to replace the chronic ra lead with a new ra lead; however, the new ra lead exhibited loss of capture, high pacing impedance, and weak sensing. The new ra lead was not used. The physician ultimately reused the chronic ra lead as the procedure duration had become prolonged. The patient remained stable throughout the procedure.